Event description:
Info received indicates the left foot caster will not hold when the brake is engaged.

Manufacturer narrative:
The tech found the left cam pivot was cracked. The tech replaced the cam pivot and adjusted the brake caster to repair the bed.